Event description:
End user hosp reported that, at the end of a procedure, when the physician attempted to empty his syringe by injecting back into the contrast controller chamber, contaminated fluid bypassed the two in-line check valves and entered the contrast media bag. The used product was returned. There was no pt injury.